Event description:
It was reported that during an implant attempt a passive fixation lead was unable to be positioned due to the patient's prior cornary artery bypass graft (CABG) surgery. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary analysis finding: no anomalies were found.